Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal end of the stent was damaged and stretched over the distal markerband. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube showed no signs of damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the mounted stent was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.